Manufacturer narrative:
This report is submitted on december 9, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site which was treated with antibiotics (mode of administration unknown) the implant remains in-situ.